Manufacturer narrative:
Device received with blank display due to moisture damage on lcd board. Unable to confirm keypad unresponsive and unable to perform any tests due to blank display. Device received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display and keypad anomaly. The customer's blood glucose level was 3300 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.